Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the remaining longevity dropped from 53% to 15% remaining since (B)(6) 2020. At this time, the revision procedure has not been scheduled or performed at this time. Additional information has been requested regarding the event resolution, but no information was provided to our local representative. The device remains in service. No adverse patient effects were reported.. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. New information received indicates that this device declared elective replacement indicator and was explanted. The explanted device was returned and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the remaining longevity dropped from 53% to 15% remaining since (B)(6) 2020. At this time, the revision procedure has not been scheduled or performed at this time. Additional information has been requested regarding the event resolution, but no information was provided to our local representative. The device remains in service. No adverse patient effects were reported.. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.